Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the lens was removed during the same surgery due to a capsular tear in the patient's eye.the reporter stated tha capsular tear occurred during tha phacoemulsification procedure and when the surgeon inserted the lens,the leading haptic caused tha capsular tear to extend.the reporter stated no vitrectomy was performed.the lens was torn removing it from the patient's eye.the facility used a competitors phacoemulsification equipment.